Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who was unable to test as his adc freestyle libre sensor detached from his arm after 5 days of wear. Customer experienced symptoms of low sugar and was "not feeling good". Customer had contact with the healthcare provider who diagnosed him with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.